Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that an rt212 adult breathing circuit failed the leak test on a ventilator prior to patient use.

Manufacturer narrative:
(B)(4). The rt212 adult inspiratory heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt212 breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. It was pressure tested for leaks and was subsequently submerged in a water bath to identify the source of the leak. Results: the pressure test revealed that the rt212 breathing circuit was out of specification. A water bath test identified the source of the leak to be between the water trap lid and bowl. A lot check revealed no other complaint of this nature for lot 130412. Conclusion: the breathing circuit water trap consists of a bowl and a lid, which can be separated to allow the caregiver to empty the water trap. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests that any leak must have developed after the circuit was released for distribution most likely during transport, storage or use, possibly by distortion of the water trap when the bowl was connected. The hospital correctly followed our user instructions and detected the malfunction during a setup check before use on a patient. Our user instructions that accompany the rt212 adult inspiratory heated breathing circuit state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms."